Manufacturer narrative:
(B)(4).

Event description:
It was reported that a issues occurred with their alarms. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was received. Confirmation of the allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.